Event description:
Boston scientific (bsc) crm received info that this ventricular lead was surgically abandoned after four months implanted, as it was loosing capture and sensing effectiveness. A new ventricular lead was successfully implanted. No adverse pt effects were reported.